Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the video function did not operate normally due to the failure of the cable, and the phenomenon pointed out, ¿the image does not appear and only the color bar is displayed¿, have occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k autoclavable camera head is unable to display image. There was no patient harm or user injury reported due to the event.